Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2005: the patient was presented with l5-s1 spondylosis degenerative disk disease, and low back pain. He underwent: bilateral decompressive lumbar laminectomy, l5-s1, with radical facetectomy and bilateral foraminotomies, l5-s1, radical discectomy, insertion of interbody device, harvesting of spinous process and laminae , placement of screws, at l5-s1 and posterolateral intertraverse fusion , achieving 360-degree circumferential fusion between l5 and s1. As per records"... Morselized bone was wrapped in the remaining sponges of bone morphogenic proteins in the lateral intertranseverse area to achieve the circumferential fusion... "On an unknown date post-op patient alleged unspecified injuries due to use of rhbmp-2.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.